Event description:
Drug/diluent: mepivacaine 1%. Fill volume: 80 ml and 320 ml of sodium chloride. Flow rate: 8 ml/hr. Procedure: interscalene nerve block. Cathplace: unk. Pt had an interscalene nerve block placed on (B)(6) 2011. The pt reported feeling pain on (B)(6) 2011 and the pump was empty. Pump infused in 33 hours. No adverse event.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusion: if add'l info pertinent to this event becomes available, I-flow will submit a follow-up report.